Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. The review of logfile for the day of treatment shows during start-up of the system the vacuum check and the energy check were performed successfully without issue. The ablation test was performed successfully and without problems, but the ablation test image shows that the target was already used for a previous ablation test. The logfile shows that the user performed one energy check and performed fourteen treatments without further energy check on that day. The logfile shows fourteen successfully performed treatments without interruptions. Due to missing information about the treatment details the related treatment cannot be identified in the logfile. The review also shows that during nine treatments the suction process was achieved without missed vacuum one or two and re-dockings. During one treatment the surgeon has had difficulties to reach a valid suction one and two value resulting in multiple docking attempts. The review also shows that all treatments were performed with no relevant deviation between planed and performed energy. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Most recent onsite visit from field service engineer was performed and signed service installation record. The device meets specification as per service installation record. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during flap creation with the device, a small area of the corneal bed in the left eye was not fully cut through. As a result, the flap could not be lifted, leading to an incomplete flap during lasik surgery. Patient symptoms were continuing. The surgery was cancelled. The surgery will be rescheduled once the cornea has recovered.